Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was getting stuck during updates and reboots. A field service engineer (fse) replaced the hard drive and successfully reimaged the machine. The system booted normally and showed an online status. Synchronization was completed successfully, and the customer verified functionality by checking all the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was stuck on black screen with dots and would not boot back up. However, there were no delay to patient care and adverse events or injuries reported based on this incident.